Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater until was noisy. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) confirmed the complaint. The fsr replaced pump components, which did not solve the problem. The fsr advised the customer that the complete motor and impeller assembly needed replacing and the unit needed to be shipped to the manufacturer for repairs. The unit was returned to the manufacturer for further eval. The investigation found that large pieces of debris in the pump and water lines were creating the noise and reduced the water flow. The unit was cleaned out and the pump components were changed out. If additional info becomes available on this complaint that would alter the facts and/or conclusion, supplemental report will be filed accordingly.